Manufacturer narrative:
No further issues have been reported and the incision is healing well and is no longer red. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows the clinical representative is unsure if the site was irrigated before closure during the implant procedure. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness and irritation is likely resultant of not irrigating the site before closure during the procedure (clinician user error).

Event description:
Patient incision sites looked red and irritated. Physician instructed patient to put neosporin on sites and keep clean with soap and water. Physician going to monitor patient for worsening symptoms. No revision or explant discussed.